Manufacturer narrative:
Device was received with a cracked battery tube threads, a scratched case, a cracked case behind the device near the battery tube compartment and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08600 inches. No unexpected occlusions or insulin flow blocked alarm during testing noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 450 mg/dl at the time of incident. The customer had severe lows and they were treating at night with novolog. The insulin pump had insulin flow block alarm. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer stopped using the insulin pump. The customer declined troubleshooting. The insulin pump will not be returned for analysis.